Event description:
A customer's meter does not work. They stated that they only see a portion of the display. While on the phone a review of the system was conducted. It was learned that the "tens unit" was only partially displayed. In addition, the customer said that the window of the display appears to have a scratch that they believed was caused by the slide mechanism. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.